Manufacturer narrative:
The root cause of this event was a leaking tube line. The instrument was returned into service after completion of repairs.

Event description:
The customer reported that on (B)(6) 2011 six erroneous, modular glucose (glucm) results were generated on a unicel dxc 600 synchron system. The initial results were generated in duplicate. The customer had acceptance criteria for critical rerun mode of 6 mg/dl. Samples with a greater than a 6 mg/dl difference between initial results were to be rerun on another instrument and verified. Critical rerun results, generated on another instrument in duplicate, were more consistent. The erroneous results were not reported out of the laboratory and hence there were no deaths, serious injuries or changes to patient treatment associated or attributed to this event. Data provided by the customer indicated that two erroneous modular glucose (glucm) results were generated on a unicel dxc 600 synchron system. A third patient's information was provided, however was not regarded as erroneous as it met the customer's acceptance criteria and beckman coulter inc. Assay precision claims. Quality control results during the timeframe of this event were running 2 standard deviations from established mean. The samples were serum samples from adult patients. No additional system, patient or sample handling/collection information was provided by the customer.